Event description:
This customer reported that on retrospective review of an event file they noted "no shock delivered" messages. The involved patient died, but the customer has not alleged that the device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.